Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd ultra-fine¿ ii insulin syringe had foreign matter. The following information was provided by the initial reporter: "when drawing the drug solution, the user discovered that the drug solution became turbid."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 26-apr-2022. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe with approximately 12 units of a clear liquid in the barrel. Customer states that when drawing the drug solution, the user discovered that the drug solution became turbid. The returned syringe was examined and exhibited smeared ink on the outer surface of the barrel ranging from the 0-10 unit markings. Unable to perform DHR check for foreign matter in syringe due to unknown lot number. Root cause for this defect cannot be determined.

Event description:
It was reported bd ultra-fine¿ ii insulin syringe had foreign matter. The following information was provided by the initial reporter: "when drawing the drug solution, the user discovered that the drug solution became turbid."